Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0p406, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0p406, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the patient passed away after having the dbs surgery. Indications for use noted as: parkinsons dual and movement disorders. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined that death no longer applies to this event. (B)(4). Additional review determined that no longer applies to this event.

Event description:
Additional information received from the healthcare provider (hcp) reported they did not determine if the cause of death was the patient's device because the patient didn't have an autopsy. The hcp stated it was most likely related to a cardiac arrest so they believed it wasn't deep brain stimulation (dbs) related.